Event description:
It was reported that the patient experienced a heating discomfort at the ipg site and x-ray confirmed that the ipg had tilted. CT-scan was taken, and physician believed it was a pinched nerve. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.